Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-jan-2020. The most recent information was received on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('the essure implants appear broken on plain abdominal x-rays') and thyroid disorder ('thyroid disorder') in a 40-year-old female patient who had essure (batch no. C38218) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), thyroid disorder (seriousness criterion medically significant), fatigue ("fatigue"), musculoskeletal pain ("joint and muscle pain"), haematuria ("haematuria"), albuminuria ("albuminuria"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding (blood clots)"), 11 months 9 days after insertion of essure. The patient was treated with surgery (total thyroidectomy). At the time of the report, the device breakage, thyroid disorder, fatigue, musculoskeletal pain, haematuria, albuminuria, abdominal pain and menorrhagia had not resolved. The reporter provided no causality assessment for abdominal pain, albuminuria, device breakage, fatigue, haematuria, menorrhagia, musculoskeletal pain and thyroid disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: the essure implants appear broken. Batch no c38218, production date 2014-03-25, expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('the essure implants appear broken on plain abdominal x-rays') and thyroid disorder ('thyroid disorder') in a (B)(6) female patient who had essure (batch no. C38218) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), thyroid disorder (seriousness criterion medically significant), fatigue ("fatigue"), musculoskeletal pain ("joint and muscle pain"), haematuria ("haematuria"), albuminuria ("albuminuria"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding (blood clots)"), 11 months 9 days after insertion of essure. The patient was treated with surgery (total thyroidectomy). At the time of the report, the device breakage, thyroid disorder, fatigue, musculoskeletal pain, haematuria, albuminuria, abdominal pain and menorrhagia had not resolved. The reporter provided no causality assessment for abdominal pain, albuminuria, device breakage, fatigue, haematuria, menorrhagia, musculoskeletal pain and thyroid disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: the essure implants appear broken. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.